Manufacturer narrative:
The hook plate detached from the geminus plate as seen in fluoroscopy. Devices involved in this product complaint were not returned for analysis. Records regarding hook plate, hpe screw and geminus plate from the last three lots manufactured were reviewed. They were found to meet our specifications. No other product complaint associated with this type of failure mode, "hook plate detached after procedure completion" have taken place in the last 12 months. The root cause associated with this product complaint appears to be a combination of geminus plate not properly positioned and hpe screw not fully secured. There is no concern regarding product in the field or inventory belonging to the same hook plate and hpe screw lot number. No facts or evidences were found to classify this product complaint as design or manufacturing related. No information was given on what they did with the broken piece and/or revision of surgery.

Event description:
A surgeon will be revising this disassociated hook plate from the geminus plating system.